Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient was hospitalized that day with high blood glucose levels. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because an animas device could not be ruled-out as contributing to the reported health event.

Manufacturer narrative:
Follow-up #1: date of submission 19-sep-2019. Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2019 with the following findings:during investigation, the complaint was reported on 12/17/2015 , according to the pump history the pump was in use until 9/2/2016 . Due to continued use all pump history has been overwritten for 12/17/2015. The pump passed all required testing for delivery accuracy. The available total daily dose history verified the pump is delivering the programmed basal rate. The total daily dose adds up correctly with basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.